Event description:
This is a non-us event. This event occurred in (B)(6). Consumer stated several tampons have come apart upon removal. On (B)(6) 2012 she went to remove a tampon and upon removal the tampon came apart and pieces remained inside her. She visited the ER to have the remaining pieces removed.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.